Event description:
Caller reported a tandem mobi cartridge alarm, and there was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm 35 and arranged for a pump replacement, as the customer's pump was still under warranty. The customer was instructed to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery. Technical support provided guidance for storing and returning the problematic pump and shipping details for the replacement, which included the most up-to-date software. The caller acknowledged and understood all instructions, including the need to program settings and connect their cgm to the replacement pump.